Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent a non-related surgical procedure wherein the ipg was not placed into surgery mode prior to the procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer representative interrogated the ipg and was able to recover it and therapy was restored, reportedly.

Manufacturer narrative:
Correction: section h6-investigation findings-11--design error should have been selected instead of 3221-no findings available in the previous report. Correction: section h6-investigation conclusions-12-cause traced to device design should have been selected instead of 4315-cause not established in the previous report. Correction h10-manufacturer narrative should have been "an inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A rep was able to successfully restore communication with the device. Therapy was restored. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error."